Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that it was reported that the patient had three x-rays and a mammogram and reported since then they have had a problem with peeing more than normal. Patient stated everything was fine before this. They were told that "they did not have to be disconnected" to have x-ray/mammogram but patient reported "something is wrong with the machine." Patient stated they first had x-ray on thursday and noticed problems started thursday right after x-ray. They use to change pull up only once per day due to little leak but now changing a lot more. Agent reviewed with patient how to connect with ins and how to adjust therapy settings. Patient confirmed therapy was on when connected with ins on the call. Patient successfully increased stimulation to a comfortable setting. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshoo ting. Confirmed feeling stimulation comfortably. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Patient provided the following unrelated medical information: they have been so nervous and "maybe t hat's what it is." Patient stated they have been having really bad pain in their shoulder today and stated they can't move it. Patient stated "it's nothing in my shoulder and they think it's something in my lungs or something in my brain." Patient stated they have a mass in their neck and now they had their appointment canceled due to insurance reasons. Please note, agent had a difficult time hearing patient throughout call and made best attempt to gather all relevant medical information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that it was stated that the issue was resolved.